Event description:
Procedure performed: cholecystectomy lapar. Event description: in the cholecystectomy they saw the seal inside the abdomen. It happens at the beginning about 15 minutes from the start. The patient is ok they take out the seal. Additional information received by email from applied medical representative on (B)(6) 22: the seal was the double duckbill seal, it was entire seal. There no picture of it. Type of intervention: they take out the seal. Patient status: no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecistectomy lapar. Event description: in the cholecistectomy they saw the seal inside the abdomen. It happens at the beginning about 15 minutes from the start. The patient is ok they take out the seal. Additional information received by email from applied medical representative on 18may22: the seal was the double duckbill seal, it was entire seal. There no picture of it. Type of intervention: they take out the seal. Patient status: no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, representative sterile units were returned. Visual inspection of the sterile units confirmed the units were conforming as no damages and non-conformances were observed. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event of duckbill dislodgement. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.